Event description:
It was reported that the preloaded toric intraocular lens (iol) haptic was abnormally twisted when the plunger was pushed. There was no patient involvement. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: if implanted, give date: not applicable, as there was no patient contact with the product. Section d6b: if explanted, give date: not applicable, as there was no patient contact with the product. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes; date returned to manufacturer: sept 21, 2023; section h3: device returned to manufacturer: yes. Device evaluation: visual inspection reveal that the complaint handpiece was received with the plunger rod fully retracted and with the lens stuck inside of the cartridge, rotated counterclockwise approximately 45 degrees. Inspection of the cartridge reveal that there was not viscoelastic residue dispersed throughout the length of the cartridge, suggesting that an inadequate amount of ovd/bss may have contributed to the complaint issue. The lens was removed from the cartridge and cleaned; the iol was observed to be torn in two places: one through the center of the lens and the other around the haptic/optic junction. The handpiece was disassembled to inspect assembly, and no issues that could cause or contribute to the complaint issue could be identified. Conclusion: therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.